Manufacturer narrative:
Analysis on the suspect power enclosure was completed. Testing found that an open diode was present on the enclosure. This confirmed an electrical failure due to the open diode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that no motion could be performed due to a faulty power conversion board. A replacement board was shipped to the representative and the replacement was performed on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion board has been received by the manufacturer for analysis. At this time, no results are available as the investigation is pending at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, when starting up the imaging system the system would not progress past "initializing please wait." Restarting the imaging system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.